Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with pillowing keypad overlay. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons had started puffing up. The customer also reported that they removed the battery and a gas came out. The customer stated that they had a low predict and they went to clear the alarm but could not press any button. They reported that when I started to remove the battery there was pressure and there was a gas escaping and a noise like there was gas escaping and a putrid smell. Customer stated that there was no response from any button. The insulin pump was not exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.